Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend instrument broke at the tip. The instrument was replaced and the procedure continued. It was unknown if fragments fell into the patient following the instrument breakage. It was noted the the instrument could not be found for return. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Instrument log review of the product related to the complaint cannot be performed at this time because of insufficient product information (no lot number was available). No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and it is unknown if a fragment fell inside the patient during a da vinci-assisted procedure. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.